Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device wsa discarded. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the cable was broken during tightening it with dowble side tensioner. It was used with cable grip. The surgeon used a spare cable instead of it and the procedure was completed without any problems and delay.